Event description:
The customer reported low red blood cell (rbc) counts and no results for the differential parameters were generated for quality control (qc) samples when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the blood sampling valve (bsv) and peltier module to resolve the issue. (B)(4).